Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customers blood glucose {bg} level was 510 mg/dl. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.